Event description:
In 2008, the sale rep reported that during surgery the surgeon was locking the first closure top when the driver stripped. No surgical delay. Add'l info received about one month later, via telephone, the sales rep reported that during surgery, the surgeon was attempting to implant the first screw and the driver stripped the screw. The surgeon then explanted the screw and replaced it with another using the second driver in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon the return of the product.